Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false negative sars results for an unknown total amount of consumers. It is unknown if the consumer was symptomatic. It is unknown if the consumers were symptomatic or if the results were confirmed. Confirmation method(s) not provided.